Event description:
It was reported that an alarm 01 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was able to load a new cartridge and resume insulin successfully, with arrangements made for the return of the original cartridge.